Manufacturer narrative:
Possible aro. A ge representative evaluated the system and replaced the filament driver board, batteries, and calibrated the collimator. System operates as intended.

Event description:
Customer reported that the output in boost mode measures 23r and should not exceed 20. Normal mode at 10r, right on the limit. The flood field size in mag 1 is larger than what is on the monitor.